Event description:
A malfunction alarm was reported, and it was verified that there was no adverse impact to the customer¿s blood glucose level. The customer was assisted by technical support in resetting the pump, and the malfunction code did not recur after the reset. It was noted that the customer could continue using the pump and was advised to call back if any malfunction code reappeared.